Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level due to site failure. Blood glucose level was 546 mg/dl at the time of incident. Customer was treated with shots for high blood glucose level. It was unknown that customer was using auto mode or not. Customer reported small amount of ketones. The insulin pump will not be returned for analysis.